Event description:
During a ptca procedure, the maverick2 monorail ptca catheter shaft broke. The lesion being treated was a tortuous mid circumflex (cx) coronary artery. The series of events were reported as follows. No patient injuries or complications were reported. Patient status is reported as 'ok'.